Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads have broken / the last head that was fairly new broke loose and a piece of metal came off into mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that in the last 6 months, 2 oral-b precision clean brushheads had broken when used with an oral-b rechargeable toothbrush, version unknown. He noted that the last brushhead, that was fairly new, broke loose and a piece of metal came brush so he was not brushing too hard, and had described that he had used oral-b electric toothbrushes for over 10 years and was usually very satisfied. No symptoms developed.